Manufacturer narrative:
During a follow up on (B)(6) 2015, the customer reported blood glucose remained elevated using insulin pens; however, once the customer resumed pump therapy, blood glucose level was reported as "fine." The device is expected to be returned; however, the device has not yet been received. A follow up supplemental report will be submitted if the device has been received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer's blood glucose level was 256 mg/dl. It was confirmed the customer was using insulin pens.